Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator display was not "getting on". There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 03dec2018. Date received by manufacturer: 09nov2018. The philip's service engineer (se) inspected the device and reset the connector of display. The unit was tested and passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.